Event description:
It was reported by the patient that their monarc sling was explanted on due to "mesh eroded my vagina, (B)(6), chronic inflammation, nerve damage to groin region." No additional patient complications have been reported in relation to this event.